Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. The lot history records for the device could not be reviewed because the lot number for the reported device was not available. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, some of the branches of the vasoview hemopro 2 were sealing and some were not. The same device was used to complete the procedure. The hospital did not report any patient effects.